Event description:
It was reported that the patient underwent a surgical procedure from t10-pelvis. It was reported that 14 months post-op, the patient underwent a revision surgery due to a broken rod at l2 and backed out set screw at t12. The construct was also extended to t3. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The rod was returned for evaluation. Visual examination confirms rod breakage. Significant damage to fracture surface noted. Location and orientation of crack initiation suggests crack propagation at set screw /rod interface. Microscopic examination of undamaged portion of fracture reveals a fairly flat fracture surface with progressive striations indicative of fatigue. X-ray review shows ap and lateral views of poor quality support. The diagnosis of set screw back out at t12 and rod breakage above l2.